Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s sleep/wake button was unresponsive, preventing access to the user interface and delaying dismissal of audible alerts, as shown in a user-provided video; the button later resumed normal function, and guidance was provided to remove the case if the issue recurs. Symptoms included prolonged device alerting without user acknowledgment due to inability to wake the device. Outcomes included user inconvenience and temporary inability to interact with the device; blood glucose control and therapy delivery were not affected, and no medical treatment or hospitalization occurred. Investigation included remote troubleshooting and user education focused on potential case interference with the sleep/wake button. Investigation of this case revealed that the most consistent finding was intermittent sleep/wake button actuation likely impeded by the device case, with no evidence of therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was user-interface obstruction due to accessory interference.